Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to make x-rays when the footswitch was pressed. Upon troubleshooting, the fse found that the wired footswitch was defective. To resolve the issue, the fse replaced the wired footswitch. The defective wired footswitch was returned to philips for failure analysis and was found to have other failures: missing anti-slip and a loose bracket. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The product's user should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that their routine checks have been satisfactorily completed. Therefore, as the device was out of use at the time the issue was identified, the user would identify this issue before use. Based on a re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to make x-rays, when footswitch pressed. No harm was reported to philips. Philips has started an investigation of this complaint.